Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly was reading 4-6 degrees lower than the child's actual temperature. The consumer claims that the child was seen by a doctor, where it was confirmed he had a fever of 101.4 fahrenheit. There were no complications from this incident, and the child is doing well.

Event description:
The consumer reported their thermometer was giving false negative reading on their child. The device allegedly was reading 4-6 degrees lower than the child's actual temperature. The consumer claims that the child was seen by a doctor, where it was confirmed he had a fever of 101.4 f. There were no complications from this incident and the child is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.